Manufacturer narrative:
Vegetation. Additional manufacturer narrative: the explanted device will not be returned to edwards for analysis. Without return of the device, we are unable to conclusively determine the root cause for explant of this device. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. In this case, patient has documented enterococcal endocarditis. The healthcare provider also indicated the source of the infection was possibly due to a urinary infection. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Although the root cause of this event cannot be confirmed, it appears that the patient's endocarditis was likely due to patient related factors. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned the valve was explanted after an implant duration of approximately 2 years due to endocarditis. Through follow up with the health care provider, it was indicated the reason for explant was not due to a malfunction of the device but due to vegetation, infection, endocarditis., "possible urinary source." The device is not available for return and evaluation because it was discarded by the hospital. A large vegetation was noted on the aortic valve and some trace insufficiency was noted. Due to the endocarditis, the patient underwent redo aortic valve replacement. Examination of the prosthetic aortic valve revealed heavy vegetation both on the anterior surface of the leaflets with some mobile component but extensive sub leaflet vegetation which was resulting in aortic stenosis. Upon removing the valve, there was an area where the strut from the valve was adherent to the aortic wall and there was infection under this area that had destroyed this portion of the aortic wall. Once removed, a 23 mm edwards pericardial tissue valve was implanted in a supra-annular position¿ tee showed good valve function with no evidence of paravalvular leak and gradient of 15mmhg¿the patient was transferred to the intensive care unit in stable condition and was discharged 16 days later.